Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v003112, implanted: (B)(6) 2006. Product type: lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient. (B)(4).

Event description:
It was reported that ¿it hadn¿t worked¿ for 1.5 years and the patient was wearing pads. The patient could feel the stimulation but ¿it wasn¿t working¿. The patient had tried turning stimulation up with no therapeutic benefit. The patient reportedly had a car accident in (B)(6) 2010. It was noted that the patient was on coumadin and bled ¿a lot¿ with the implant surgery. Approximately a year later, it was reported that the patient had not had therapeutic effect for the past 2-3 years. The patient could reportedly turn therapy on and could feel stimulation but it was not helping her symptoms. The patient still ¿needed to be close to the bathroom¿. The reporter indicated that the patient had ¿a lot¿ of kidney infections lately. The patient was going to follow-up with a healthcare provider to help her with her therapy. If additional information becomes available, a follow-up report will be submitted.